Event description:
The pump was working fine; however, the patient¿s pocket opened up at the incision site due to ¿some kind of stresses¿ over the last week and the pump became exposed. The pump was explanted. The issue was resolved. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was receiving intrathecal baclofen 2000 mcg/ml (dose 163 mcg/day) via an implanted pump. The start date of therapy was (B)(6) 2014 and the end date was (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8583, lot# n396391, implanted: (B)(6) 2014, product type: accessory. (B)(4).